Manufacturer narrative:
(B)(4) = device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple follow-ups with the healthcare provider, the device has not been returned for evaluation. The surgeon indicated that the source of infection is unknown, and no patient medical records were provided. The investigation reveals nothing to indicate a device quality deficiency.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. I this case, it was reported that the device was explanted after an implant duration of approximately 22 months. Upon follow-up with the healthcare provider, it was learned that the reason for explanting the device is subacute bacterial endocarditis (sbe). The surgeon indicated that infection source is unknown, also that the reason for explant is not due to a device malfunction.